Event description:
The consumer reported that she did not think the device was working anymore. The patient¿s left hand started shaking again in 2016. The consumer tried using the patient programmer, she thought this was maybe on (B)(6) 2016, and there were no lights on it. The patient was scheduled to see a new healthcare provider (hcp) the week after (B)(6) 2016. The consumer mentioned the patient at least talked now as she was not even talking before she was implanted. The patient¿s indication(s) for use were dystonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they went to see the hcp who told them that the device was working, and that there was no issue with the device. It was also stated that the patient's hand would shake if they did not take their medications and that the patient was stubborn with not taking their medicine. The patient programmer (pp) was also working after they replaced the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.